Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their neurostimulator (ins) for postlaminectomy pain and spinal pain. It was reported that about 2 weeks ago, patient feels like stimulator was electrocuting her. Patient has tried to turn stimulation down but it keep going back up to 4.0 v. Patient does not want to turn ins off because it helps her. Patient noticed stim going back up on its own about a week ago. During the call, patient was asked to turn ins off. Patient states the strong sensation is gone. Patient confirmed adaptive stim is on. Patient was asked to turn adaptive stim off, and then decrease stimulation down to 2.0 v before turning stimulator back on. Patient did not feel any stimulation. Patient was asked to increase stimulation upto 3.4 v where she reports it is comfortable for her and is controlling the pain. Patient was to follow up with hcp. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was indicated that the patient was in a clinical study. It was reported that the patient had chronic multisite pain and had the spinal cord stimulator that covered the lumbar and lower extremities; however, the patient reported to the hcp on (B)(6) 2018 that they had worsening cervical pain. The clinical diagnosis was decreased therapeutic effect, resulting in poor pain management and an order for prior authorization to trial an alternative non-manufacturer neurostimulator device was made. On (B)(6) 2018, the patient underwent a non-manufacturer trial; the trial was deemed successful on (B)(6) 2018, and the patient¿s entire system was explanted and replaced with the non-manufacturer¿s permanent device on (B)(6) 2019. It was noted that the event was possibly related to the device or therapy and not related to the implant procedure. The outcome of the event was noted to have been resolved without sequelae as of (B)(6) 2019. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider. It was reported that the cause was not determined however, the patient did get the non-functioning system removed and replaced.

Event description:
No new information was reported (explanted date was corrected).

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.